Manufacturer narrative:
Date sent to the FDA: 05/05/2009. Broken pneumatic switch - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pneumatic switch nylon portion is broken off. There was no case involvement and no adverse patient consequences occurred.